Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the surgeon, the device was explanted (date unknown). Reason for the explant is unknown. It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.